Manufacturer narrative:
Follow-up #1: date of submission 08/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated as no keypad defects were found. The keypad was intact with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts. The pump was opened up and the keypad flex was found to be fully seated in the connector with latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.